Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the line fractured while in patient. There was no patient injury/consequence. The patient condition is reported as "fine". Therapy was reported to be delayed/interrupted.

Event description:
The customer reports: the line fractured while in patient. There was no patient injury/consequence. The patient condition is reported as "fine". Therapy was reported to be delayed/interrupted.

Manufacturer narrative:
Qn# (B)(4). The sample was not returned for evaluation; however, the customer did provide photos for evaluation. One photo displays what appears to be a ruptured area in a catheter body and two photos display the entire catheter. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit also contains specific instructions and cautions related to pressure injection. It notes not to exceed 10 injections, to warm contrast media to body temperature prior to injecting and to ensure patency of intended pressure injectable lumen of catheter prior to pressure injection to reduce the risk of catheter failure. The IFU describes specific techniques for ensuring catheter patency during use. It states to establish and maintain patency by the following methods: flushing intermittently via syringe with heparinized saline or preservative-free 0.9%. Sodium chloride (usp). Continuous drip. Positive or neutral pressure device. The reported complaint of a ruptured catheter was confirmed based upon a visual examination of the photos received. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.